Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient is pacemaker dependent and was admitted for urgent device replacement. The patient has developed leg edema which the physician suspects is due to the safety mode vvi pacing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was operating in safety mode. A review of the device memory confirmed that on november 10, 2019 a system fault occurred that put the device into safety mode. No other system faults were found. The firmware was reloaded onto the device and the device was tested. The device reverted to safety mode suggestive of memory corruption. The cause of the memory corruption could not be determined despite extensive analysis. Patient code 3191 was used to capture surgical intervention.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient is pacemaker dependent and was admitted for urgent device replacement. The patient has developed leg edema which the physician suspects is due to the safety mode vvi pacing.